Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, minor scratched display window, cracked reservoir tube lip and stained end cap sticker. Pump unable to prime during prime test due to loose/protruded drive support disk. No compromised forced sensor alarm noted. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, displacement test and rewind. Unable to perform occlusion test, excessive no delivery test due to prime anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer reported that they could not get through the infusion set change as the alarm occurs during fill tubing process. The customer stated that the insulin pump was not dropped or bumped. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.